Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer3600 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "power PICC 4fr mono-lumen catheter, which was inserted on (B)(6) 2020, in the 1st attempt of puncture in the upper limb e and without progression problem, used the tip confirmation with the ECG, patient since receiving chemotherapy without a problem. Today we were called in to evaluate the catheter and I found an exit of serum through the insertion of the catheter when the serum was infused in the 10 ml syringe." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, returned sample evaluation, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was 4fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 3cm and 4cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "power PICC 4fr mono-lumen catheter, which was inserted on (B)(6) 2020, in the 1st attempt of puncture in the upper limb e and without progression problem, used the tip confirmation with the ECG, patient since receiving chemotherapy without a problem. Today we were called in to evaluate the catheter and I found an exit of serum through the insertion of the catheter when the serum was infused in the 10 ml syringe." No other information was provided.